Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the detached stent. The stent measured 2.7cm in length. One end of the stent up as far as it¿s mid- section was partially compressed. The stent did not appear to have been deployed. A small build-up of blood was at one end. The delivery catheter was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the iliac arteries. After an unspecified sheath was inserted, a 7.0x30x75cm express® ld iliac / biliary stent was advanced to treat the lesion and the device was unable to crossed the tight lesion. The physician then reback it off and attempted to removed the stent. However, the stent came off and was stuck in the sheath. The physician was able to extract the dislodged stent out of the sheath with use of a snare to retrieve it. Another access was utilized and dilatation with unspecified balloon catheter. The procedure was completed with implantation of two unspecified size express® ld iliac / biliary stents. No patient complications were reported and no harm done to the patient.

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the iliac arteries. After an unspecified sheath was inserted, a 7.0x30x75cm express® ld iliac / biliary stent was advanced to treat the lesion and the device was unable to crossed the tight lesion. The physician then reback it off and and attempted to removed the stent. However, the stent came off and was stuck in the sheath. The physician was able to extract the dislodged stent out of the sheath with use of a snare to retrieve it. Another access was utilized and dilatation with unspecified balloon catheter. The procedure was completed with implantation of two unspecified size express® ld iliac / biliary stents.no patient complications were reported and no harm done to the patient.